Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics v60 ventilator generated a pressure regulation high error code. The customer reported that the unit was in use on a patient at the time of the reported device behavior.

Manufacturer narrative:
This reporter stated that an obese male patient of unknown age, height, and weight was admitted to a hospital¿s intensive care unit (ICU) on an unknown date in (B)(6) 2021 with an admitting diagnosis coronavirus (covid 19). No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed bi-level positive airway pressure (bipap) therapy via the respironics v60 ventilator; prescription, device settings, configuration, and patient circuit were not reported. Patient interface was a full-face mask; brand, model, and size not reported. While admitted on an unknown date, the patient was receiving bi-pap therapy via the v60 device in prone position, when the device generated a pressure regulation high (1009) error code and entered into an inoperative condition. Hospital staff then removed the patient from the v60 device and placed them on another v60; prescription, settings, and configuration not reported. No adverse event was reported or associated with the use of this device. No relevant laboratory data was reported. A philips authorized representative evaluated the device. The reported issue was confirmed and traced to a faulty data acquisition pcba. The technician replaced the data acquisition pcba. The device passed all performance verification tests and was returned to the customer. The replaced part was scrapped. Therefore, an investigation at the component level will not be possible.